Manufacturer narrative:
Other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient said she had a fall and was afraid the catheter may have dislodged. The hcp was sure that it had not. The hcp noted that he was going to see the patient today (B)(6) 2017 in the office to assess the pump. No further complications were reported or anticipated.